Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 pro instrument generated cartridge chemistry "cuvette not dry before 1st reagent dispense" errors possibly indicating a leak. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined the errors were caused by obstructed cuvette wash/vacuum probes. The obstructions were removed to resolve the errors. (B)(6).